Manufacturer narrative:
The evaluation revealed the guide wire package to be the primary product. No deviations were found during review of the manufacturing and inspection documents (DHR). The item was documented as faultless prior to distribution. The reported event was reproducible; a hair stuck partly under the label outside of the package. The hair represents a non-conformity situation; therefore, new nc was initiated.

Event description:
In in-coming inspection at distribution, it was found that there was a foreign material (hair) in blister. This event was found on 1 of 20 units, lot#k09888b received on our (B)(4).